Event description:
The vena cava filter was inadvertently place somewhat inferior to the actual target location. There was no information regarding the characteristics of the inferior vena cava (ivc) or patient characteristics. The indication for filter placement was deep vein thrombosis (dvt). The product was properly inspected and prepped. The access site was the jugular vein. There was no difficulty advancing the device to its intended location in the ivc. Continuous fluoroscopy was used during placement. Inadvertently, the filter was placed closer to the bifurcation, but still remained in the ivc. The filter was fully expanded and did not migrate. There were no other problems encountered during the procedure. There was no plan to withdraw the filter because of this event. There was no patient injury during the procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.